Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010; 4968 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing on stored electrograms (egm). The leads remains in use. No patient complications have been reported as a result of this event.